Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm and blood was seen in the helium tubing. The patient was mid-heart transplant with an open chest and the cannula for va ECMO. The iab was removed and replaced with a new one to continue therapy. The patient had remained stable for approximately two hours without iab therapy. It was later reported that several minutes after inserting the second iab, the console generated a check iab catheter alarm. The console was switched out with a different one, but the same issue occurred. Physicians were at bedside. They were advised to drop the augmentation control and press the iab fill key. This was attempted several times and augmentation was dropped close to 50 percent without relief of the alarm. There were no visible kinks in the catheter and no blood in the tubing at the time. The insertion site was right femoral. The customer was advised that the physician might attempt manipulating with a gloved hand the hub of the sheath, or pressing down on the hub while pressing the start key. A slight ¿hip shift¿ with a towel or small pillow to change or manipulate any possible kink in the catheter was also suggested. Standby time was 10 minutes at the end of the call. It was later reported approximately two and a half hours later that the iab had recently been removed after blood was seen in the helium tubing. Another iab was not placed and the patient was being sent for CT. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate reported will be sent for the second iab.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. The sheath was attached to the catheter at approximately 39.37 cm from the iab tip. The extracorporeal tubing and sensor cable were cut at approximately 17.526 cm and 20.32 cm from the y-fitting respectively. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane at approximately 24.892 cm from the iab tip. The evaluation confirms the reported failures. The membrane leak most likely triggered the "check iab catheter" alarm. We are unable to determine how this leak may have occurred, but could have been due to abrasion with calcified plaque in the aorta. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).